Manufacturer narrative:
On 20-jan-2020, mentor became aware that the patient also experienced bilateral grade IV capsular contracture, and that the patient underwent explantation and replacement with unspecified mentor gel breast implants on (B)(6) 2020. This medwatch report is for the left-sided implant. Device photo evaluation summary: according to the information reported, the patient experienced a rupture in the breast implant and developed capsular contracture. Upon visual inspection of the picture, it was observed that the implant was rupture. Next to the device, it was observed some scar tissue. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause.  The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot.  Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time.  An investigation of the evidence provided was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. All mentor product is 100% visual inspected prior to release, the information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. However, a photo of the complaint device was available, if additional information is available from the photo, a supplemental report will be submitted as applicable. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: pain, rupture. Concomitant products: 350cc smooth mentor memorygel breast implant, catalog # 3507350bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation primary with a 325cc smooth mentor memorygel breast implant has experienced postoperative left-sided rupture. The patient experienced pain, so she consulted with a general doctor. An MRI was performed, and rupture was confirmed. As a result, the patient underwent explantation on (B)(6) 2020.